Event description:
The user facility reported to terumo cardiovascular sys that during vein harvesting procedure, the tunnel would not insufflate while using an off-label insufflator. The problem caused a 40 min delay, and the operator had to convert to open incision to complete the case. Terumo considers conversion to open incision a serious injury. The product was not changed out - as the user converted to open incision. The surgeon was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, an investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).